Manufacturer narrative:
(B)(4). The device was evaluated by sigma and the reproduced but two occlusion alarm occurrences were identified in the history log. The pump was tested at flow rates using parameters provided by the customer (3.5 ml.hr and 5.9 ml/hr) for one hour each with no upstream occlusion alarms. Occlusion sensor testing was performed with the unit passing. Additional flow rate tests were performed per the spectrum service manual (200 ml/hr for a vtbi of 50 ml) with the unit passing having delivered 48.01 ml.

Event description:
It was reported that pump went into an occlusion alarm during an infusion. The patient became hypotensive requiring intervention of fluid bolus and vasoactive medication infusion to help recover the blood pressure. The medical intervention administered was neosynephrine and normal saline. This incident was not reported to sigma at this time of the event.